Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was found to be out of calibration. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned for investigation. A review of the black box verified loss of prime with non-zero force. A "no cartridge detected" was found during investigation. The force sensor was found to be out of calibration. Unrelated to the complaint, moisture was found inside the pump.